Manufacturer narrative:
It is unknown if the liberte coronary stent delivery system was monorail of over-the-wire. It is indicated that the device could not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary stenting treatment procedure, hypersensitivity occurred. The patient's dermatologist stated that the patient has been experiencing skin allergies, which are manifested as an upper body rash since the implantation of the bare metal liberte stent. The patient's dermatologist stated that they would try a substitute for the patient's medication, lipitor. Additional information was requested, but is not available.